Manufacturer narrative:
The implant has been returned but evaluation is not complete.

Manufacturer narrative:
Investigation results: upon visual and functional inspection, found that the internal hex in the implant (xifnt510) has been damaged / not fractured, therefore does not function properly. Cause: undetermined. Likely cause: not properly aligned prior to torqueing and improperly torqued at placement. Checked inventory and all 221 / xifnt510 from this lot have been shipped and this is the only reported incident to date. The review of the product records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
The doctor indicated that when placing the implant with the surgical drill unit at 45 ncm, the implant could not enter the osteotomy completely. When doctor tried to remove the implant with the surgical hand piece and driver, the internal hex damaged/fractured. Implant had to be removed with forceps. It was also reported that a replacement implant was not placed, the site was prepared for a future surgery.